Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, it was the second firing where the tissue was too thick and the surgeon had to fire laterally to the stomach, which made a small ¿pouch¿ on the staple line. The surgeon fired reloads up the stomach and then when finished, went back and transected the pouch with a black reload and then over sewed the staple line. No patient injury.